Event description:
The device was used during a total abdominal hysterectomy/bilateral salpingoopherectomy procedure. Reportedly, the staples did not lock. The suregon used another instrument to complete the procedure. No pt injury was reported.